Manufacturer narrative:
Complaint of leaks on item 11956 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a clave¿ connector where it was reported that the 5-fu (5-fluorouracil) medication was leaking from IV line system. Additionally, it was noted that the inner diaphragm was retracted and twisted. Some of the product end up on the skin at right torso. The patient stopped cadd (computerized ambulatory drug delivery) pump as previously instructed and cleaned the skin area with soap and water. There was patient involvement and no patient harm.